Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed pump reboots and multiple low battery warnings. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The pump performed within specifications. Unrelated to the initial complaint, the pump was opened and moisture was observed on the internal components of the pump. Also unrelated, the audio bolus button cover and the white slug contact are detached and missing from the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.